Manufacturer narrative:
The insulin pump received with button error alarm and had unresponsive esc, act and down buttons due to corroded keypad traces. Device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value was 211 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.